Event description:
It was reported that the tubing of an interlink vented solution set was ¿pinched when the roller clamp was fully closed,¿ leading to a leak of unknown solution. The reporter further stated that there were ¿sharp edges within the clamp device.¿ this occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was not returned for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.